Manufacturer narrative:
H3: analysis of the product ID 97755-s lot# serial# (B)(6), revealed failed-antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) receiving error message 'system problem rm03' while charging their implantable neurostimulator (ins) for about 2 weeks. Patient reported that every time the charging level changes in 10% increments, rm03 message appears. Agent instructed patient to reset the controller. Patient confirmed no visible damage to the recharger but noted the paddle feels warmer than normal. Agent started recharging session. Patient confirmed implant charging with recharging excellent. Patient reported system problem rm03 appear while on the call. The issue was not resolved. Agent sent a request to repair for recharger replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.